Event description:
Medtronic received a report that a pipeline device failed to open in the distal section and was found to be damaged post-operatively. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm located in the right middle cerebral artery with a max diameter of 6mm and a 7mm neck diameter. The landing zone or artery size measured at 4.5mm distally and 4.3mm proximally. It was noted the patient's vessel tortuosity was moderate. The access vessel was the right femoral artery with a vessel diameter of 6.4mm. Dapt (dual antiplatelet treatment) was administered for 7 days before surgery. The post-procedure angiographic results were satisfactory, with contrast remaining within the aneurysm. It was reported that the distal end of the pipeline flow-diverting stent was damaged and could not oppose to the vessel wall. The stent was retrieved and redeployed using a microcatheter, but it still could not fully open, and the shape of the distal end was not ideal. Attempts at both expansion and contraction were unsuccessful in opening the stent. Therefore, the microcatheter and stent were removed, and a new set of stent and microcatheter were used. The new stent was successfully deployed. After the surgery, the first stent was examined outsidethe body, and damage was found at the distal tip. The pipeline was not used for an indication that is not approved (off-label). The catheter was flushed as indicated in the instructions for use (IFU). It was indicated that all devices were prepared as per the IFU, and no patient symptoms or further complications were reported as a result of this event. Ancillary devices include a 8f guiding sheath, a navien 5f guide catheter, a phenom 27 microcatheter, and a sychro2 guidewire.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Update b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The cause of the event was identified as damage to the stent tip, which prevented the pipeline from opening during the procedure. The distal section of the pipeline did not open, despite being positioned in a straight segment of the m1 middle cerebral artery. No additional maneuvers or devices were attempted, as the stent tip appeared abnormal under x-ray and damage was suspected.

Manufacturer narrative:
H3 product analysis: ¿ as found condition: the pipeline flex was returned inside a biohazard bag and a shipping box. ¿ visual inspection/damage location details: the distal and proximal dps restraints were intact, and the dps sleeves showed no signs of damage. Both the distal hypotube and the ptfe shrink tubing were also intact, with no signs of elongation. The distal and proximal ends of the braid were found open and frayed. The pushwire showed no bends, and there were no defects in the tip coil, distal marker, re-sheathing marker, re-sheathing pad, or proximal bumper. No other anomalies were observed. ¿ testing/analysis: n/a ¿ conclusion: based on the returned device, the customer report of "failure to open at the distal" was not confirmed, as the distal end of the braid was opened and frayed. The cause of the failure to open could not be determined. Possible causes of failure to open include vessel tortuosity, damage to the braid, or deployment of the braid in a bend of the vessel. The customer noted that the vessel tortuosity was moderate and the braid was positioned in the straight vessel, which rules them out as possible causes. In this event, the damaged braid contributed to the failure to open. Such damage can occur from resheathing the braid more than twice, over-manipulation, improper deployment techniques, pushing or pulling the delivery wire against resistance, or deploying or resheathing the braid against resistance. However, the cause of the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.